Event description:
Patient representative reported left side capsular contracture- baker grade iii, rupture, silicone leakage, depressive stress disorders, anxiety disorders and low self-esteem. Operative report translation additionally indicated a breast-implant infection. Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported capsular contracture- baker grade iii on the left side. Device has been explanted and replaced with an abbvie device.